Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out-of-range shock impedance measurement of 0 ohms, detected via the patient's remote monitoring system. A review of the patient's data showed stable shock impedance measurements around 50-60 ohms range. Further, subsequent measurements were normal and no noise was observed on the electrogram (egm). Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) at the time shock impedance measurements were taken. The physician will continue monitoring. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.